Manufacturer narrative:
The insulin pump passed prime test, excessive no delivery test, self-test and unexpected error test. The pump passed all operating currents tested with in the spec range and passed off no power test. The pump was unable to perform the displacement test, basic occlusion and occlusion test due to reservoir tube lip damage. The pump was received with cracked battery tube thread, broken reservoir tube lip and minor scratches on display window. The test reservoir does not stay locked in place due to reservoir tube lip damage. (B)(4).

Event description:
Customer reported via phone call indicating high blood glucose readings and damage from the insulin pump. The customer's blood glucose reading was 430 mg/dl. The customer treated with the pump. The customer reported damage to the reservoir compartment. The customer stated that half of the ring is gone. The insulin pump will be returned for analysis.